Manufacturer narrative:
Motor error alarm during basic occlusion test and system sensor alarm during prime test at 4 pounds due to faulty force system resistor. Motor passed motor test. Pump passed idle current test, run current test, self test, off no power test, restart error test, displacement test. Unable to perform occlusion test and no delivery test due to system sensor alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error before and after filling the tubing. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting found that the pump had multiple motor errors in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.